Event description:
It was reported that the syringe cracked "while pulling the plunger back or forth to push medication."

Manufacturer narrative:
It was reported that the syringe cracked "while pulling the plunger back or forth to push medication." No serious injury or adverse impact to patient or a user was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was provided for review and the reported problem/issue was confirmed. No physical sample was returned for evaluation. A root cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on (B)(6)2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.